Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo and was located in an efferent vein of an avf (arterovenous fistula) with a 5.5 mm reference vessel diameter, and a 10 mm target lesion length. The lesion had 70% stenosis pre-procedure and 10% stenosis post procedure. The lesion was negative for vessel tortuosity or calcification. The lesion morphology was described as tight concentric stenosis. The patient had a follow up assessment in (B) (6) of 2006. The target lesion was patent. No adverse events and no additional procedures were performed since the index procedure. The patient had a three-month follow up assessment in (B) (6) of 2007. The target lesion was patent. There were no adverse events and no additional intervention since the index procedure. The patient had a six-month follow up assessment in (B) (6) of 2007. No adverse events were reported. The patient underwent conventional angioplasty at the target lesion in (B) (6) of 2007 due to angiographic restenosis. The patient had a twelve-month follow up assessment in (B) (6) of 2007. The target lesion was patent. There were no adverse events and no additional intervention.